Event description:
It was reported that the power cord is close to having exposed wires (potential for ac shock; accessible (ac) power). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model and serial number of the device has not been provided, attempts are being made to gather additional information from the user facility.

Manufacturer narrative:
The model and serial number of the device was provided from the user facility. Investigation results still pending.

Event description:
It was reported that the power cord is close to having exposed wires (potential for ac shock; accessible (ac) power). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord is close to having exposed wires (ac shock; accessible (ac) power). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation is complete, results codes updated to reflect findings.